Event description:
It was reported that (1) er320 device was used during an unknown procedure. It was reported by the rep that the instrument misfired, but did not cause pt complications. The surgeon opened up another instrument to finish the case. There was no consequence to the pt.